Event description:
The pt reported her system was replaced. The physician reported that the pt experienced a lack of therapeutic effect. It was determined that the lead migrated. The system was replaced. The pt outcome was reported as "no injury".